Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated the patient had halo. The patient felt lens was very disturbing and tires the eyes.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had streak when looked at any light, very disturbing. The patient felt difficulty to read small print. Additional information received and stated light had broken into a slanting streak in the patient's eye. Even the slight glare from a window spread across. This report is associated with multiple complaints. This file is 2 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).